Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. Although this product is not sold in the u.s., this event is being reported under regulation 21cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under # p080007.

Event description:
It was reported that during the stent placement procedure for treatment of a chronic occlusion of the left common iliac artery, high resistance was felt and the vascular stent could not be deployed. The delivery system was removed and another stent of the same brand was placed successfully. Angiography post placement showed no residual stenosis. No patient injury was reported.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. There is no indication for a manufacturing-related failure. The evaluation of the returned device confirmed the reported event. The stent was found to be loaded in the delivery system. During the performed function test, stent deployment by using the trigger method was not possible but the stent could be released by using the pin and pull-back technique. Potential contributing factors to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. During sample evaluation, the t-luer adapter detached from the blue slide during the attempt to deploy the stent making stent deployment by using the trigger method impossible. No defect or deficiency of the delivery system was found which may have led to the detachment. Furthermore, there is no indication that the trigger method had been used during the procedure. This type of event may be associated with a difficult vessel anatomy or insufficient flushing of the device leading to increased friction and subsequent deployment failure. Reportedly, the target anatomy was tortuous and moderately calcified. On the basis of the information available, a definite root cause for the reported event could not be determined. The IFU states: "visually inspect the bard e-luminexx vascular stent to verify that the device has not been damaged due to shipping or improper storage. Do not use damaged equipment."